Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 4.2 has multiple pockets failed to be detected by bus. A field service engineer (fse) removed all c row pockets from diagnostics. Was able to unload all pockets from the application except c0. Fse replaced the row board on c row and updated the firmware, but the issue persisted. Fse contacted technical support specialist (tss) to delete the out-of-range pocket and was informed the case needed to be assigned and would require a wait. Tss then dialed into the med es app server, proceeded through the settings and reports, and completed the required steps. Tss dialed into the station, opened ssms, and ran the hardware failure query, which returned an error. A station database backup was performed per the 'how to create a station database backup' article. Tss transferred the required script for version 1.8 to the med es app server per the 'manually unloading storage spaces: es 1.6.x-1.11.x' article, then ran the script to retrieve the parentstoragespacekey for the affected drawer. Once obtained, tss ran the script to reset both drawers. Tss then dialed into the station, logged in as care fusion admin, and performed a full synchronized without dropping the database per the 'proper data sync 2.0 procedure.' The customer confirmed the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ghost pocket occurred. The user had attempted to load a medication into the pocket and tried to recover it. The error message then displayed was 'failed to lock'. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.